Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading at the time of the incident was 500+ mg/dl. Customer's current blood glucose reading was 120 mg/dl. Customer is treating her high blood glucose with manual injections. Customer reported that symptoms related to her high blood glucose levels include thirst. Based on troubleshooting and functional testing of the pump root cause of customer's high blood glucose could not be determined. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Replacement product is being sent.